Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-00842; 430-04-054, s802 - device failed, revision surgery, surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to parts failed.